Event description:
A malfunction alarm was reported with the pump displaying a malfunction code that could not be reset. There was no reported impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy. Technical support arranged for a replacement. The customer received instructions to put the pump into storage mode and was provided with a pre-paid label to return the faulty pump within ten days.